Event description:
Customer called to report that the unicel dxc 600 synchron system generated erroneous sodium (na), chloride (cl), and carbon dioxide (co2) results. Customer also stated that the instrument generated low anion gaps, but did not specify which ion selective electrode analyte was considered erroneous. Customer stated that samples were rerun on another instrument in the laboratory, and that those results were then reported outside the laboratory. The customer technical specialist (cts) assisted customer with troubleshooting the instrument by instructing customer to ensure that the buffer reagent was priming properly, and to change the co2 membrane. The cts then explained all the instrument conditions under which it would be safe for customer to place a new reagent bottle of co2 alkaline buffer. Customer continued to have failed calibration issues, including a line 35 pop off; therefore, customer reinstalled the co2 membrane and recalibrated. The cts then verified with customer that the troubleshooting effectively resolved the instrument issue. Therefore, a service request was not initiated. Customer stated that although erroneous results were generated, they were not reported outside the laboratory. Customer was asked to supply patient data and results, but did not do so. Please note that multiple attempts were made to obtain information regarding patient data.

Manufacturer narrative:
(B)(4).